Event description:
The customer stated she was hospitalized for high blood glucose levels. The customer changed the infusion set prior to hospitalization. The customer declined to troubleshooting during the call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.